Event description:
It was reported that a patient received inappropriate shock due to oversensing. A lead to can insulation abrasion was observed upon opening the pocket. The lead was explanted and replaced with no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.